Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment for an abdominal aortic aneurysm with iliac aneurysm using gore® excluder® aaa endoprostheses. Since the patient's right external iliac artery was tortuous, it was difficult to insert devices into the patient including angiographic catheters. After implantation of the main device (non gore stentgraft/afx), the contralateral leg endoprosthesis was delivered from the right side of the patients to the lesion through 12 fr sheath. When the delivery catheter was removed after deployment, it was observed that the mount portion of the delivery catheter was disengaged. The broken portion of the catheter was removed by using a snare catheter. The patient was tolerated the procedure. Reportedly the patient's right external iliac artery was tortuous and had significant calcification.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. (B)(4).

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility (as reported by fsa, april 18, 2002 in case note). Return not possible.